Event description:
Information received indicates that during use, the tapered tubing vent line partially collapsed under negative pressure. After lowering the flow rate through the vent line to reduce negative pressure, the case was completed without change-out or adverse affect to the patient.

Manufacturer narrative:
H3: analysis shows that the tubing wall thickness, as received by the supplier, was out of specification. Conclusion: the device was out of specification and related to the reported event. The partial collapse of the event did not prolong bypass or have an adverse effect on the patient.